Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. Fse replaced the batteries (0146-00-0039) and completed a full pm service. All tests passed to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) batteries (3rd party) failed to meet runtime spec. No patient involvement reported.